Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during use of faradrive steerable sheath for paroxysmal atrial fibrillation ablation procedure, the physician mentioned that the air was being sucked in and bleeding back despite trying to enter the sheath completely centered, and straight on. No patient complication was reported. No device is expected to be returned this time. Procedure outcome was not disclosed.